Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. Customer's blood glucose value was 7 mmol/l at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No critical pump error alarms noted during testing. Unit received with high sleep current measurement and pump error 75 alarmed during selftest due to severe corrosion on electronic assemblies. Unit received wit severe corrosion on force sensor assembly and moisture damage on motor assembly.